Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Through the initial investigation, physio has determined that the cause of the reported failure was due to a blown capacitor, designator c57 from the power pcb assembly. The device will be repaired by replacement of the power pcb assembly and returned to the customer following the verification of proper device operation through functional and performance testing.

Manufacturer narrative:
Physio-control replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed power pcb assembly at the failure analysis center and determined the cause of the failure to be due to a shorted and burned capacitor, designator c57. This caused damage to inductor, designator l1, and rendered the assembly no longer functional.

Event description:
It was initially reported that the device had burnt components on the power module; however no testing of the device was performed. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device failed to power on with ac or dc (battery) power.